Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer took 3 sensors and 2 of the sensor did not work. The customer stated they connected the sensor to transmitter and it didn't work. The customer pull out the sensor and cannula is missing. The customer was advised that the sensor will be replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due the customer returned opened and used. No broken or missing parts were observed during our analysis.